Event description:
It was reported that the 9800 system intermittently had lines on the image when using the foot-switch. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power was adjusted and the boards re-seated during the service call. The system was tested and found to be working as intended, and put back into service.